Manufacturer narrative:
(B) (4): eval summary: it is unk how the reamer was used during surgery. Since this reamer is flexible, any off axis loading could have created tensile stresses on the side of the reamer opposite to where it is bowing or bending, causing the product to fail. There is too little info provided for cause to be definitively determined. As returned, the reamer head has fractured from the shaft. The device meets print specifications where measured. Device history records indicate all components were manufactured and inspected to specification. The reamer has a potential field age of over 5 years. The exact number of used is unk.

Event description:
It is reported that the reamer fractured during use.